Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2006 (B)(6); product type catheter. (B)(4).

Event description:
Information was received from a device manufacturer representative (rep). It was reported that the rep had seen drug that was not clear and had a "greenish" tint to it. It was further stated that it was like a "spearmint" tint. The drug was from a compounding pharmacy and the healthcare provider (hcp) was convinced to use a different source for his drug. The hcp had not had an issue since switching. It was mentioned that the rep reported the event, with pictures, and it had occurred 2 years ago. As the event happened 2 years ago, the reference number of the report was unknown. No symptoms were reported.

Event description:
It was reported that there was potentially contaminated drug placed in the pump. The contaminated drug was reported by the pharmacy and was inadvertently placed into the pump. The pump was programmed to minimum rate and the drug was evacuated and sent for testing. After two days, a negative culture was found. The pump was refilled and therapy was resumed. The product issue was resolved. There were no patient symptoms or complications associated with this event. It was indicated that this event occurred on 2014 (B)(6). The device system was used to deliver dilaudid 10mg/ml at 1.5mg/day. It was later reported that, at a refill on the report date, the drug aspirated from the pump reservoir had a bluish greenish tinge to it. Pictures of the aspirated fluid were taken. It reportedly looked like green cleaning fluid or a diluted simple green cleaning product. This was the first time this occurred. This drug looked clear and normal at the beginning of the refill cycle. It was noted that the pharmacy where the drug was obtained from was contacted about the issue and ¿they blew it off¿. The patient was asymptomatic. There were no reservoir volume discrepancies. The reporter was questioning if there had been a motor stall, but it was reviewed that the patient would have been experiencing underdose or withdrawal symptoms if that occurred.